Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
The explanted generator was returned to the manufacturer with no allegation against it. Upon analysis, results of diagnostic testing indicated the device was operating properly. In the final electrical test, an open feedthru capacitor was identified. The open capacitor was isolated to open connection between the positive feedthru wire and the silver polyamide connection on the feedthru capacitor. No other anomalies were noted with the device.